Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a worn video connector socket. Additional evaluation finding: software version 4.00 was found installed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that upon connecting a flexible scope to the olympus, model cv-190, evis exera iii video system center, intermittent errors occurred and an image was not present on the monitor. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the event, reported to olympus. This is report #1 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a worn video connector socket. Olympus will continue to monitor field performance for this device.